Event description:
It was reported that this right atrial (ra) lead was explanted and replaced due to lead failure. No additional information is available at the moment. No additional adverse patient effects were reported.

Manufacturer narrative:
B5. Describe event or problem. H6. Impact codes and device codes.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture presented, which was confirmed through fluoroscopy. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a fracture presented, which was confirmed through fluoroscopy. No additional adverse patient effects were reported.